Event description:
It was reported that the device failed to power on. The installed battery was depleted in less than nine months. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control is anticipating the device return to the manufacturing facility and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.